Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced painful insertion on approximately (B)(6) 2015. Patient's mother was unsure of exact dates. Sensor was inserted at the arm on approximately (B)(6) 2015. Patient's mother reported that the patient's physician prescribed lidocaine at an appointment in (B)(6) 2015 for painful insertion. At the time of contact, patient's mother reported current condition of patient as "ok". No additional event or patient information is available. It should be noted that the dexcom g4® platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it was reported that the sensor was inserted at the arm. It should be noted that the dexcom g4® platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.